Event description:
It was reported that this lead was an attempted implant due to placement difficulty and suspected fracture. A bend was noted in the lead which lead to resistance while attempting to pass through the catheter. A new lead was used successfully, and the attempted lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was performed. The stylet was returned in the lead. The lead and inserted styled were returned bent. Upon removing the stylet, the lead retained a slight bend. This type of damage is consistent with induced damage, and the observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this lead was an attempted implant due to placement difficulty and suspected fracture. A bend was noted in the lead which lead to resistance while attempting to pass through the catheter. A new lead was used successfully, and the attempted lead was returned to boston scientific for analysis. No adverse patient effects were reported.